Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported a patient underwent a left custom total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿implants can loosen or migrate due to trauma or loss of fixation.¿

Event description:
It was reported a patient underwent a left custom total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to stem loosening; however, no revision procedure has been reported to date.